Event description:
It was reported that patient had loss of pain relief. The device system was explanted; patient sustained no injury. Pump logs indicated that the last change was on (B)(6) 2012 and it was filled with saline. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Upon receipt, review of the pump logs found no anomalies. Dispense testing was performed and passed for accuracy; however, the graphing looked odd. Dispense testing was repeated with the same outcome. An infusion test was performed and also passed for accuracy, but did show a repeat in the pattern. The pattern indicated a possible pump tube issue. Destructive analysis revealed that the pump tube had become deformed, discolored and hardened. It was believed by laboratory technicians that the condition of the pump tube caused the odd looking graphs, and that a combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Destructive analysis of the pump tube was not performed to preserve the integrity of the component should additional testing be required. No anomalies were found with the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)